Event description:
The patient was reportedly experiencing poor performance and sound quality issues. Programming adjustments were made; however, this did not resolve the issue. Testing showed that the device is functioning. Surgery to explant the patient's device will be scheduled.